Event description:
Healthcare professional reported through regulatory agency "ruptured", "intracapsular prosthetic rupture" and "baker stage of the shell unknown". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported through regulatory agency "ruptured", "intracapsular prosthetic rupture" and "baker stage of the shell unknown". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.